Manufacturer narrative:
This complaint is related to reference number 9610595-2025-26676-00. The device was not returned to olympus for inspection. Based on the results of the investigation and because the device was not returned, the reported event of contamination could not be confirmed and a root cause could not be determined. However, the instructions for use warns against improper reprocessing of endoscopes and accessories; "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported having used the gastrointestinal videoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.